Manufacturer narrative:
The 8mm x 4cm x155 cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was kinked while being used and ruptured around three atmospheres (atm) although the maximum inflation pressure was six atmospheres (atm). There was no reported patient injury. The device was used for a post-dilation after the stent was implanted. The target lesion was the common iliac artery (cia). The lesion had no calcification, little vessel tortuosity and 75% stenosis. The device is not used for a chronic total occlusion (total occlusion >3 months). It was replaced with another unknown same sized balloon catheter and the procedure was completed. The device is stored per the instructions for use (IFU). There is no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There are no kinks or other damages noted before inserting the product into the patient. The device is prepped normally and maintains negative pressure. There is no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The catheter is not ever in an acute bend. The balloon maintains pressure during inflation. The procedure used a non-cordis contrast media with 50:50 saline contrast ratio and a non-cordis inflation device. The same indeflator is used successfully with other devices. The device was removed easily in one piece from the patient. Other additional procedural details were requested but are unknown. The product was not returned for analysis as the device was discarded by mistake. A product history record (phr) review of lot 82181107 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ and ¿pta/ptca system kinked/bent - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the information available and without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported events. The device was used for post-stent dilation, stent struts can easily damage balloon material if caution is not met when attempting to cross inside the stent and upon inflation. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 8mm x 4cm x155 cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was kinked while being used and ruptured around 3 atmospheres (atm) although the maximum inflation pressure was 6 atmospheres (atm). Therefore, it was removed easily in one piece from the patient. It was replaced with another unknown same sized balloon catheter and the procedure was completed. There was no reported patient injury. The device was used for a post-dilation after the stent was implanted. The target lesion was the common iliac artery (cia). The lesion has no calcification, little vessel tortuosity and has 75% stenosis. The device is not used for a chronic total occlusion (total occlusion >3 months). The device is stored per the instructions for use (IFU). There is no difficulty removing the product from the hoop and the protective balloon cover. There is no difficulty removing the stylet or any of the sterile packaging components. There are no kinks or other damages noted before inserting the product into the patient. The device is prep normally and maintains negative pressure. There is no resistance/friction while inserting the balloon through the rotating hemostatic valve and the guide catheter. The catheter is not ever in an acute bend. The balloon maintains pressure during inflation. The procedure uses a non-cordis contrast media with 50 by 50 saline contrast ratio and non-cordis inflation device. The same indeflator is used successfully with other devices. Other additional procedural details were requested but are unknown. The device will not be returned for analysis since it was discarded by mistake.